Manufacturer narrative:
Of the 6 allegations of a malfunction, 6 pumps were returned to animas and investigated. Of the investigated pumps, 3 were found to be malfunctioning due to moisture ingress. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 6 malfunction events. A review of the events indicated that the 2020 model pump experienced a moisture ingress issue. These reports were received from various sources. Of the reported patients 6 were female.